Event description:
Dexcom g6 sensor inaccuracy: 7:20am g6 reading 116, finger stick reading is 76. That is a mard of 52.6%.

Event description:
Additional information received for report on 06/02/2025. Dexcom g6 senor error > 3 hours. Replaced sensor. Dexcom no longer following up on product support complaints / requests.